Event description:
Customer tested with freestyle and received a heading of 50. A second test within five minutes yielded at a hi. Insulin was administered according to erratic results. Customer was hospitalized. During hospital stay, rested with freestyle and received 279 mg/dl compared to hospital's accucheck meter that read 58 mg/dl. Testing was conducted on fingers. Glucose was administered as treatment. Customer was unable to perform control solution test as the customer was out of supplies.